Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for chronic pain. The hcp reported that the patient had complained about the pump irritating the skin because it protrudes so much. The reason for the pump protruding was noted as the patient had lost a lot of weight recently. The hcp reported that the pump was not eroded now, but they plan to do a revision and move the pump to avoid the possibility of pocket erosion. It was reported that the issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). The patient's pump appeared to be trying to erode through the skin and the plan was to switch the pump to the other side. During the operation, the pump site was suspected to be infected, so the entire pump system was explanted. Any environmental, external, or patient factors that may have led or contributed to the issue were unknown. A culture test on (B)(6) 2019 found many white blood cells. The issue was resolved. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.